Event description:
It was reported that the patient underwent an explant of a intraocular lens (iol) of the left optic due to having symptoms of experiencing shadows. A new intraocular lens (iol) was implanted. No further complications were reported. Patient was stated to be doing well.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.